Event description:
The customer reported that they had been having intermittent quality control failures with the troponin t stat (short turn around time) assay. On (B)(6) 2013, the customer loaded a new reagent pack. On (B)(6) 2013, quality controls failed and the reagent was calibrated successfully. Quality controls run after calibration were near target means. On (B)(6) 2013, quality controls failed and were repeated successfully. On (B)(6) 2013, the customer determined that there were erroneous results for a total of seven patient samples tested for troponin t stat. The physician called to question the initial results, so the samples were repeated on a different e601 analyzer. The repeat results were believed to be correct and corrected reports were issued. After discovering the erroneous initial values, the customer repeated quality controls and these failed. The customer then replaced the reagent pack with a different pack from the same lot number. The sample for patient one initially resulted as 0.07 ng/ml and repeated as <0.01 ng/ml. The sample for patient two, an (B)(6) female born on (B)(6) 1926, initially resulted as 0.08 ng/ml and repeated as <0.01 ng/ml. The first sample for patient three, a (B)(6) female born on (B)(6) 1968, initially resulted as 0.04 ng/ml and repeated as <0.01 ng/ml. The second sample for patient three initially resulted as 0.07 ng/ml and repeated as <0.01 ng/ml. The sample for patient four, a (B)(6) female born on (B)(6)1934, initially resulted as 0.09 ng/ml and repeated as <0.01 ng/ml. The sample for patient five, a (B)(6) male born on (B)(6) 1950, initially resulted as 0.12 ng/ml and repeated as <0.01 ng/ml. The sample for patient six, a (B)(6) female born on (B)(6) 1933, initially resulted as 0.13 ng/ml and repeated as <0.01 ng/ml. All six patients were admitted to the hospital based on the initial erroneous values. All six patients received various forms of treatment as described in the attachments to the medwatch. It is unclear if treatment was provided based upon the erroneous values. No patients were adversely affected by any treatments received. The troponin t stat reagent lot number was 17291301 with an expiration date of 06/30/2014. The field service representative determined that the reagent pack was bad. The customer has replaced the reagent pack. The field service representative ran performance testing and this was completed successfully. He performed a pmt adjustment and a blank cell calibration on both measuring cells. The customer provided the reagent pack for investigation. The investigation determined that each bottle of the pack seemed to be affected as calibration signals were found to be high. A visual check of the r2 bottle showed the remains of some liquid as if something was spilled over the reagent pack. A retention kit of the same lot was found to perform well, so there seems to be no general reagent related issue. The investigation results were reviewed with the customer and the customer stated that when the affected reagent pack was removed from the analyzer, the technologist snapped the reagent lids closed and discarded the pack into the trash. When the customer realized the reagent pack had been discarded, the pack was retrieved from the trash. The customer believes the spill on the outside of the reagent pack occurred when the pack was in the trash and did not occur when the reagent pack was on board and in use. The customer is certain that all reagent lids were fully closed prior to being discarded, so the reagent pack was unaffected by having been discarded in the trash.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. No analyzer problems were detected. Calibration signal levels were checked. A general reagent lot issue was excluded. Based upon the information provided, the false high results were most likely caused by the individual reagent pack. This was identifiable by quality controls and high calibration signal level. A general reagent kit or instrument issue can be excluded.